Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that after implantation, patient complained of pain. A CT scan revealed a condylar fracture to femoral pin side. Surgeon has not determined a method of resolution as of the time of report

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as the product was not returned. It remains implanted. Medical records received and evaluation: suboptimal location of a computer navigation pinhole very close to or in the lateral femoral cortex has caused a local weak spot with expansion to a periprosthetic fracture close to a triathlon femoral device. No specific fracture treatment has been reported thus far. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot referenced. Conclusion: the medical review indicated suboptimal location of a computer navigation pinhole very close to or in the lateral femoral cortex has caused a local weak spot with expansion to a periprosthetic fracture close to a trioathlon femoral device. No specific fracture treatment has been reported thus far. The femoral component reported in this complaint investigation is not associated with the fracture because the fracture was related to the navigation pinhole. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that after implantation, patient complained of pain. A CT scan revealed a condylar fracture to femoral pin side. Surgeon has not determined a method of resolution as of the time of report